Manufacturer narrative:
The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and exchange from textured to smooth breast implants due to patient's concern with the product.

Event description:
Patient reported left side "infection" in implants and bilateral exchange from textured to smooth breast implants due to patient's concern with the product. Device has been explanted.